Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) external cable assembly was found to be damaged by the base connector preventing a good connection which could have caused the issue. The srt replaced the external cable assembly and the ccm booted up multiple time with no issues observed. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.